Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 3 december 2019 therefore the complaint could not be confirmed and the root cause is undetermined. According with the DHR review information above, the problem ¿no clipping¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) related to nmr passed functional test aql c=0 and aql=0.65, and the material not involved in the nmr passed functional test aql c=0 and aql=1. H3 other text : see h.10.

Event description:
It was reported that the needle clipping device safe clip would not clip the "22g 1 1/2" needle" during use. The following information was provided by the initial reporter: "stopped clipping. Using the 22g 1 1/2" needle. Using for 6 months."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle clipping device safe clip would not clip the "22g 1 1/2" needle" during use. The following information was provided by the initial reporter: "stopped clipping. Using the 22g 1 1/2" needle. Using for 6 months."